Manufacturer narrative:
H7) this regulatory report is being submitted due to retrospective review through fa1523, 806 report # 3005075696-12/16/2025-001-c. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: kit1378-05, software version: 5.1.1. H3, h6) analysis was performed for this event. In summary, a software defect was confirmed. Codes b01, c10, and d18 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used outside of a procedure. It was reported that defect-22475 was found when returning from planning to the segmentation screen, changing the segmentation, and logging out, after login only the midline appears in the planning screen and adding interbody is not placed correctly. In order to replicate, a person must go to planning and add six screws. Next, they must go back to the segmentation screen and add segmentation lines. The segments should be labelled, and then the user must go back to the patient folder, log lout, log back in, and proceed to planning. The user must add an interbody on the lowest vertebra, and as a result only the midline appears and the interbody is far away from the endplates. The defect was fixed and verified in 5.2 software version. No patient was present.